Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing knob was broken off at the 2nd firing of feea. The device was used on the colon and fired on existing staple line. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.